Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the crown could not be stabilized. The doctor discovered that the hex connection of the implant has an alteration of 6 teeth/spikes in the center of the hexagonal side. As a result, the implant was removed and another one was placed.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified signs of wear and debris from use about the implant threads. The external hex feature is noted to be damaged, with flattening at the corner of each hex. The product is too badly damaged in its returned state to accurately measure. Functional testing was performed for the returned product and it was determined the product no longer assembles as normal with a mating external hex restorative product a device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.